Event description:
Review of programming history of this pt's pulse generator revealed that a setting reset to 0 ma occurred resulting from faulted system diagnostic test on (B)(6) 2010. A final interrogation was not performed on (B)(6) 2010 to verify settings as labeling recommends. The pt came back in the next day, (B)(6) 2010, and the settings were programmed back to intended settings.

Manufacturer narrative:
Method: analysis of programming history.